Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented for shortness of breath, chest pain and dizziness. Upon review, this pacemaker exhibited loss of capture on the right ventricular (rv) lead. In addition, the device's outputs were not programmed optimally and rv lead pace impedances were noted to have decreased since implant from approximately 780 ohms to 380 ohms. These values are low, but are still within normal limits. The patient is pacemaker dependent, but the loss of capture resulted in less than 2 seconds of asystole. At this time, the pacemaker and rv lead were explanted and replaced due to the patient's symptoms. No additional adverse patient effects were reported.